Event description:
It was reported that during a percutaneous peripheral treatment procedure, the blade lifted. The lesion was located within an arteriovenous (av) fistula. Upon completion of the av fistula dilatation, when the physician went to withdraw the 8.0mm/2.0cm/90cm over-the-wire pcb balloon catheter, an atherotome lifted from the balloon. It was also noticed that the introducer sheath had become damaged from the removal of the balloon with the lifted atherotome. Bleeding was noticed around the introducer sheath, but it was able to be contained with manual pressure to the access site. The patient's status was okay upon procedure completion.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).